Manufacturer narrative:
Conclusion: the device history record of the device was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Some potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels, compliance of the native anatomy, and user technique. In this case, it was reported that the contributing factors to the valve dislodgement was anatomy, extrasystole, low ejection fraction, and history of chronic obstructive pulmonary disease (copd). Dislodge events are typically not related to a device malfunction. Coronary occlusion is listed in the instructions for use (IFU) as a potential risk associated with the implantation of the device. It can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this case, it was reported that the valve dislodged and occluded the right coronary artery. Cardiogenic shock is listed in the evolut pro instructions for use (IFU) as potential adverse effects and can occur during any percutaneous intervention. These events are typically related to patient factors, and/or procedural effects. With the information provided and no images / cines to review, a conclusive root cause for the dislodgement and occlusion cannot be determined. No explant or autopsy information was provided and a conclusive assessment of the relationship between the reported occlusion of the right artery with cardiogenic shock leading to patient death and the device could not be established. A procedure- or valve-related death is an inherent risk when the patient condition is such that a bioprosthetic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no information to indicate a device malfunction, misuse, or a quality deficiency contributed to event. Updated data: h.6. Method and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged and occluded the right coronary artery. Cardiogenic shock with hemodynamic deterioration occurred and prevented rapid recapture of the valve. Subsequently the patient died. It was reported that contributing factors to the valve dislodgement were anatomy, extrasystole, low ejection fraction, and patient's history of chronic obstructive pulmonary disease. The cause of death was occlusion of the right coronary artery which lead to cardiogenic shock. No autopsy was performed.